Event description:
It was reported that there was an alleged inaccuracy with the pump module, and this device was previously remediated for the bezel recall. It was later clarified by biomed that ""on 1/26/21 pharmacy made a bumex drip for the patient and sent a 1mg bolus dose to be administered prior to starting the infusion. The label on the drip has a comment saying "do not exceed 10mg/24hr" which is also in the nursing IV drip binder. The drip was hung at 14:42 by (blank) initially at 2ml/hr (0.5mg/hr) and ran at 3ml/hr (0.75mg/hr). This should last 16 hours in terms of volume(ignoring the max limit) but at 20:43 a new order was put in by after hours pharmacist (blank) and made up by (blank) then hung at 22:23 at 3ml/hr. If she did not remove volume from that bag equal to what she put in patient was getting 0.25mg/hr and this was stopped after talking to dr. (Blank) by 8:15am. From that bag the patient got ~2.5mg if she didn't remove any from the bag, however if she made it exact the patient got 3.75mg from that bag. If the initial bag was empty, plus the bolus, plus the amount from the second bag the patient received 16-17.75mg of bumex in in 16hours even though he should not have gotten more than 10mg in 24 hours. A few things are missing from this is that based on the 3ml/hr rate the bag would last 16 hours so why was a new bag made 8 hours later? Was it being ran differently? I checked the alaris system and bumex continuous infusion is dosed at _mg / hr not ml/hr however the system has a hard stop of 2.4mg/hr which would not have let kat up it to 3mg/hr inadvertently. (Blank) and myself spoke with (blank) who said that the initial drip was mostly empty by shift change (1700) which would stand to reason if it was done in mg/hr but as I aid the alaris has a hard stop that would prevent 3mg/hr. At this point it is uncertain how this happened but we are led to believe that it defiantly did occur and the patient got ~16mg before we stopped it. The patient's morning labs were okay and he did not seem to occur any side effects however we need to keep a close eye on him and determine how exactly this occured with the initial drip and why the after hours pharmacy and nurse did not see the 10mg/24hr limit. Edit 1/21/21 12:37: I contacted (blank) at mmc and she ran a report on the bumex and showed that everything was programmed correctly. She suggested we remove the pump from the floor and send it to biomed for diagnostics. Pump was tested by biomed. No fault found with infusion rate." There was no adverse effect to the patient.

Manufacturer narrative:
Addition/ correction: b3, b5, d8, d9, d10, & h6 health impact patient codes and medical device problem code based on new information received. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device was received with pending investigation.

Event description:
It was reported that there was an alleged inaccuracy with the pump module, and this device was previously remediated for the bezel recall. It was later clarified by biomed that ""on (B)(6) 2021 pharmacy made a bumex drip for the patient and sent a 1mg bolus dose to be administered prior to starting the infusion. The label on the drip has a comment saying "do not exceed 10mg/24hr" which is also in the nursing IV drip binder. The drip was hung at 14:42 by (blank) initially at 2ml/hr (0.5mg/hr) and ran at 3ml/hr (0.75mg/hr). This should last 16 hours in terms of volume(ignoring the max limit) but at 20:43 a new order was put in by after hours pharmacist (blank) and made up by (blank) then hung at 22:23 at 3ml/hr. If she did not remove volume from that bag equal to what she put in patient was getting 0.25mg/hr and this was stopped after talking to dr. (Blank) by 8:15am. From that bag the patient got ~2.5mg if she didn't remove any from the bag, however if she made it exact the patient got 3.75mg from that bag. If the initial bag was empty, plus the bolus, plus the amount from the second bag the patient received 16-17.75mg of bumex in in 16hours even though he should not have gotten more than 10mg in 24 hours. A few things are missing from this is that based on the 3ml/hr rate the bag would last 16 hours so why was a new bag made 8 hours later? Was it being ran differently? I checked the alaris system and bumex continuous infusion is dosed at _mg / hr not ml/hr however the system has a hard stop of 2.4mg/hr which would not have let kat up it to 3mg/hr inadvertently. (Blank) and myself spoke with (blank) who said that the initial drip was mostly empty by shift change (1700) which would stand to reason if it was done in mg/hr but as I aid the alaris has a hard stop that would prevent 3mg/hr. At this point it is uncertain how this happened but we are led to believe that it defiantly did occur and the patient got ~16mg before we stopped it. The patient's morning labs were okay and he did not seem to occur any side effects however we need to keep a close eye on him and determine how exactly this occured with the initial drip and why the after hours pharmacy and nurse did not see the 10mg/24hr limit. Edit 1/21/21 12:37: I contacted (blank) at mmc and she ran a report on the bumex and showed that everything was programmed correctly. She suggested we remove the pump from the floor and send it to biomed for diagnostics. Pump was tested by biomed. No fault found with infusion rate." There was no adverse effect to the patient.

Manufacturer narrative:
The reported event of device had overinfusion issue was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 17mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for 14346791 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the 14346791 which did not confirm similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp module overinfusion could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced. No product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there was an alleged inaccuracy with the pump module, but the customer does not want to start an investigation until he hears from proper authority in the organization. This device was previously remediated for the bezel recall. Although requested, further information was not provided.